Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 encountered difficulty in delivery of the device and hypotension upon explantation. Septic shock was suspected so inotropes were weaned and pressors were titrated. Tissue plasminogen activator was added to the purge in response to high purge pressure alarms. A transesophageal echocardiogram identified a thrombus in the left atrium, which had collapsed. The pump's p level was adjusted to improve pulsatility. The patient eventually expired.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product was returned for evaluation. Hypotension, cardiac failure: clinical details noted that transesophageal echocardiography (tee) showed left ventricle (lv) and left atrium (la) were collapsed. The cause of the injury was not determined due to insufficient clinical details. Difficultly to deliver: clinical details noted that pump was unable to cross lv on a wire. Pump was successfully able to be inserted wirelessly via direct aortic access. The cause of the difficulty to deliver pump could not be determined as limited clinical details were provided. High purge pressure: clinical details noted that overnight on day 12 of support, purge flows were below 3.5 and purge pressures were escalating. Tissue-type plasminogen activator (tpa) was started in purge and in the morning, purge flows increased to 12.8ml/hr. Data logs were reviewed, and lt logs showed a sudden increase in purge pressure and decrease in purge flow. Rt logs show no "high purge pressure" alarms were triggered and a sudden step up in purge pressure was observed. Purge flow ticks at that time became elongated. No motor current spike was observed. The cause of the high purge pressure was due to a kink in the purge tubing; however, limited clinical details were provided at time of purge pressure increase and the exact location and cause of the kink could not be confirmed as no product was returned. Device history review pump passed all post-sterile inspection checks.